Manufacturer narrative:
Investigation pending.

Event description:
Customer reported false negative troponin I (tni) results with triage cardio profiler kit. Patient had previously been admitted with mi on (B) (6) 2009 and discharged on (B) (6) 2009. Patient returned on (B) (6) 2009 and was tested on triage. The following day and on (B) (6) 2009 patient samples were run on eci only.